Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The dual blade retractor instrument was analyzed and found with derailed pitch cable from the input shaft which appear to be loose at distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. No damage was observed to the input shaft or clamping pulley. Common causes of the failure mode instrument pitch cables derailed are attributed to a loss of cable tension. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to a component failure.